Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received. 1 device investigation type has not yet been determined. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by missing actuating pin and torsion spring. 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 2 previously reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed. Evaluation results 1 device was found to be affected by missing actuating pin and torsion spring. 1 device was found to be affected by a torsion spring out of position.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 2 events had no patient involvement; no patient impact.